Event description:
During service by baxter, a technician reported the colleague infusion pump's event history was found to contain a malfunction of an 810:11 failure code caused by a faulty ail pcb (air in line printed circuit board). There is no adverse event, patient injury or medical intervention associated with this report. This event occurred during product evaluation. This is involving a pump with software version (B)(4) which is categorized as unremediated. No additional information was available.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated calcium results generated by au5431 chemistry analyzer for controls. Subsequent testing on an alternate instrument produced lower results. There was no effect to patient or user.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The channel a pumphead module was replaced.